Event description:
A malfunction alarm was reported, and no notable events occurred prior to the malfunction. The impact on the customer's blood glucose level was unknown, as the customer declined to provide this information. Technical support arranged for the pump to be replaced, ensuring it was within warranty. The customer declined to share the type of backup insulin therapy they would use.